Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 540mg/dl. The customer stated that he has issues with the high glucose and took 25.0 units of insulin, but his blood glucose did not come down. Then, his spouse took him to the hospital. The customer's most recent blood glucose reading was 240mg/dl. The customer has been treating his glucose level with the insulin pump. Troubleshooting was performed. The programming in the insulin pump was correct. Ran a fixed prime test and the insulin did not exit. Advised the customer that the insulin pump would be replaced and remain on back up plan. No further information was provided.